Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The computerized tomography imaging showed that the closure device did not seal and there was a 3-7mm leak that was noted. The patient is not experiencing any complications or consequences as a result of this event. There has not been a decision on intervention or treatment at this time.